Event description:
It was reported the staples were malformed at the apex or proximal portion of the staple line. This was the initial firing to transect the jejunum. There were no patient consequences.